Event description:
A report was rec'd that the pt is going to have an ipg revision due to the ipg not working. The pt recently had a fusion surgery and due to electrocautery used during the surgery, the ipg is not working. Current company labeling warns against the use of monopolar electrocautery (physician's implant manual (B)(4)). No date for explant is available at this time.